Event description:
The patient received two leads with the same lot number. It was reported the patient had been in an automobile accident, and afterward felt a strong jolt through her body. The patient switched programs until her physician appointment. X-rays were performed, and it was determined the lead had migrated. Interrogation of the system showed two contacts with low impedance. When the leads were used, the issue recurred. It was reported the patient was reprogrammed w/o using the invalid contacts. Follow up identified the patient was going to try the new programs for one month to determine if the stimulation was satisfactory.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.